Event description:
It was reported that during testing conducted at the manufacturer facility, the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corroded sockets, a corroded motor and a damaged pc board (flex assembly) were found, which are probable causes of the device running without user activation.